Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. H6: investigation summary: as part of this investigation it was noticed that this issue arose from a product sold in japan that¿s why the evidence of the packaging used will be needed to determine the root cause, because in accordance to previous information provided by customer all product sold to japan is being repackaged. Therefore, due to lack of evidence it can¿t be confirmed this nonconformance as a failure mode related to a manufacturing process, because this kind of damages could be generated due to different variables like transit damaged, inadequate packaging to send the product to the end user. According to the DHR review process, the result showed there were no issues reported like base broken/damaged during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like base broken/damaged for the same part number throughout the last twelve months. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to repackage, shipped partial sells using inadequate packaging and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect lid damaged. Additionally, as a containment action a quality alert will be implemented within the manufacturing process to prevent this issue during the assembly process. H3 other text: see h10.

Event description:
It was reported that sharps coll 1.5qt red was damaged. The following information was provided by the initial reporter: this is a report about a damaged base of sharps collector. According to the customer's report, the base was found to be damaged upon arrival.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 1.5qt red was damaged. The following information was provided by the initial reporter: this is a report about a damaged base of sharps collector. According to the customer's report, the base was found to be damaged upon arrival.